Event description:
While conducting an audit of product experiences, r.n., an ats medical affairs associate, elicited the following info. The medical personnel at this hosp did not bring this to co's attention as a complaint. A 22 yr-old white male was admitted to the hosp on 06/24/1997 with a 23% total body surface area (21% full thickness) burn on his chest/abdomen/neck/lower face/bilateral upper extremities as the result of a suicide attempt. Relevent past history included schizophrenia. Prior to surgery the patient was treated with antibiotics (silvadene, ancef) for cellulltis and general preoperative coverage. On 06/30/1997 and 07/02/1997 cultures showed coag.neg.staph.and e.coli. Wounds were excised 2 weeks after burn (07/07/1997) and 7 pieces of dermagrath-tc (d-tc) applied to the chest and abdomen, and covered with neoporin soaked bulky dressing, and ancef continued until 7-9. Cultures taken at surgery grew pseudomonas aeruginosa separating from wound. On 07/09/1997 swab culture of chest/shoulder under d-tc was positive for pa. Gentamicin + piperacillin started 07/09/1997. 75% of the d-tc was removed, and the infection continued to be treated. On 07/24/1997 the areas were successfully autograthed, and as of 7-29 autograth remianed in place. According to co, in the physician's opinion the infection was not caused by d-tc.